Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that they were hospitalized due to high blood glucose. At the time of incident the blood glucose level is unknown. Customer daughter states that incident happened after 4 days from changing the settings of insulin pump. The customer reported due to diabetic ketoacidosis they had symptoms such as vomiting. Harm requiring medical intervention was observed. The insulin pump will return for analysis.